Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "infusion was off" (failure to infuse). The site reported in the middle of a case, the surgeon noticed the pt's eye was soft. When he looked at the surgery screen, he noticed the infusion was off and the machine was requesting that the probe be primed. The staff reprimed the machine and were able to continue with case with no pt injury.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. The system associated with this complaint was not returned for evaluation and steps could not be taken to replicate or confirm the reported event; therefore, the root cause of the reported issue is unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).